Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. Since the failure occurred approximately 60 minutes before the conversation, the getinge therapy specialist that was assisting during the call, informed the customer about the balloon labeling regarding removing the balloon if stationary for 30 minutes. The customer reported that they were already planning to remove it but they were waiting for pa or md to pull balloon. In addition, customer stated that heparin was discontinued and asked if that was ok, the getinge therapy specialist explained to the customer that getinge does not provide patient care advice or instruction. The customer inform us that the patient was stable and the md was planning to discontinue iab therapy. Customer was asked to call back with serial number of the pump and to retain balloon after removal. Subsequently, customer reported there were no indications of blood in external tubing, no kinks in tubing etc. Customer was not sure for the cause of autofill failure but they did not consider trying a different pump soon enough. Customer later advised that the iabp therapy was terminated, and the patient remained stable, but will go back to iabp therapy as needed. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, we were informed that the customer's biomed was not able to reproduce the reported issue and the iabp was returned to clinical service.

Event description:
It was reported by customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. Since the failure occurred approximately 60 minutes before the conversation, the getinge therapy specialist that was assisting during the call, informed the customer about the balloon labeling regarding removing the balloon if stationary for 30 minutes. The customer reported that they were already planning to remove it but they were waiting for pa or md to pull balloon. In addition, customer stated that heparin was discontinued and asked if that was ok, the getinge therapy specialist explained to the customer that getinge does not provide patient care advice or instruction. The customer inform us that the patient was stable and the md was planning to discontinue iab therapy. Customer was asked to call back with serial number of the pump and to retain balloon after removal. Subsequently, customer reported there were no indications of blood in external tubing, no kinks in tubing etc. Customer was not sure for the cause of autofill failure but they did not consider trying a different pump soon enough. Customer later advised that the iabp therapy was terminated, and the patient remained stable, but will go back to iabp therapy as needed. No adverse event was reported.